Event description:
The customer reported the IV set separated from the drip chamber during patient use. No patient harm or medical intervention occurred. No further patient/event information was provided.

Manufacturer narrative:
(B)(4). This report was filed by the manufacturer. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.